Event description:
The customer reported that the system would not capture fluoroscopic x-rays. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. There are issues with the function of the tube. A quote was provided and the MFR is waiting for validation. No conclusion can be drawn as repair info is unavailable and no additional service info was provided.